Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during initial implant, the left ventricular (lv) lead was unable to be implanted. The physician elected to use a different lead which was successfully implanted. The patient was stable throughout.